Event description:
Reporter alleged discrepant blood glucose values of 169 mg/dl back to back with a result of 13 mg/dl when testing was performed 1 minute apart on the compact plus system. Customer indicated self treating with glucose pills and chocolate; however, no other actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.